Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) supplier: (B)(4), manufacturing date: 21. June 2006, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (drill bit, part number 309.600). The investigation of the complained drill bit shows that the instrument was broken as reported. The device history record was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of the breakage is not due to any manufacturing non-conformances. Since the exact circumstances during operating procedure are not known, it is likely that a mechanical overloading situation led to the breakage. No product fault could be detected. Blunt drill bits require more mechanical power during the application, therefore, it is recommend that blunt or damaged instruments be exchanged before surgery. (B)(4). Reporter city was corrected. The city name was incorrectly populated to the address field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery, a little piece broke out of the end of the drill bit. The surgery was completed with the broken instrument. There was no reports of a surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth: (B)(6). Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.